Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the lead could not be fixed. The lead was replaced. The patient was stable. Additional information was requested but has not been received.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information notes the physician may have been not been able to fix the lead due to the size of the lead.